Manufacturer narrative:
Manufacturing facility: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a separation was reported between the patient line of a homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the separation could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain two of five peritoneal dialysis (pd) therapy. During troubleshooting, it was determined that there was a separation between the patient line of a homechoice cassette and the transfer set that led to this alarm. Renal therapy services (rts) assisted the patient to cycler power off and on to clear the alarm. Rts assisted the patient in removing the supplies and advised to contact their nurse regarding the issue. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.